Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The patient reported feeling a lump under site of sensor insertion. This was first noticed on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics. No further information was provided by the patient or hcp. Due to lack of information, no further analysis was possible for this complaint other than analysis of production records according to which there was no issue.

Event description:
Senseonics was made aware of an incident where patient reported an under-skin lump under sensor on site of insertion. The sensor was inserted on (B)(6) 2024 and patient first noticed the symptoms on (B)(6) 2024. The lump was not painful nor red or itchy. Patient could only feel it when touching sensor. Patient contacted hcp who prescribed an antibiotic. The patient and doctor did not share any further information.